Event description:
It was reported that this implantable pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device also showed having less than 3 months remaining 2 months ago and remains less than 3 months still. Technical services (ts) advised additional information is needed to provide guidance for this device. This device remains in service. No adverse patient effects were reported.